Event description:
This is a case, which was reported to baxter (B)(4) on 15 dec 2009. The complaint was received from (B)(6) hospital and refers to an incident involving an accusol 35 5l (bwpe9003c) on batch number 09a02g70 . The reporter stated that the admin port on the main bag became detached easily while trying to connect a given set (set details not known) . A sample is available, and a return label has been emailed. No patient injury has been reported/confirmed by the customer. The reported condition was not discovered during patient use.

Manufacturer narrative:
(B)(4). One sample received and the clampex connector and valve were detached from the solution bag. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.